Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for this event. The cause of the event and treatment was not reported. On an unreported date, dianeal therapy was discontinued. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.